Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in canada reported a ceftriaxone qc failure oorl (out of range low) for pseudomonas aeruginosa when tested with the vitek® 2 ast-n213 test kit. Information regarding mic values obtained, retesting and any alternate method testing was not provided by the customer. There is no indication or report from the hospital to biomérieux that the ceftriaxone qc failure led to any adverse event related to a patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported out-of-range-low qc results for ceftriaxone for pseudomonas aeruginosa in association with the vitek® 2 ast-n213 test kit. The customer is obtaining mic=4 and the expected mic range is 8 - >=64. The following detail was received from the customer following initial 3500a submission: culture was prepared from atcc® 27853¿ biomérieux microbiologics quikstiks. The customer stated no patient results or treatment have been adversely impacted by the described issue. Biomérieux internal investigation was conducted. The internal atcc® 27853¿ pseudomonas aeruginosa qc organism was subcultured and testing included four (4) ast-n213 cards from the lot in use at the customer site and two (2) cards each from three (3) separate random lots. All cards tested provided in-range results of mic = 32. The issue observed by the customer was not reproduced. The investigation concluded the vitek® 2 ast-n213 cards are performing as expected.